Manufacturer narrative:
The manufacturer became aware that a user of the rep dreamstation auto bipap had states eye irritation, nausea, vomiting, inflammatory response. There was no serious patient harm or injury. No medical intervention was specified by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h has been updated in this report.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto bipap had states eye irritation, nausea, vomiting, inflammatory response. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.